Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain and cloudy peritoneal effluent coincident with continuous ambulatory peritoneal dialysis (capd) therapy. On the same day, the patient was hospitalized for the event. The cause of peritonitis was unknown. Treatment was not reported. The patient was discharged from the hospital nine days after the hospitalization and recovered from the peritonitis. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The patient¿s exact age at the time of the event is unknown, however, the patient was born in 1963. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.